Event description:
It was further reported that the balloon was inflated to 6atm and no problems were observed. Resistance was felt when removing the balloon through the non-bsc sheath and the blade detached inside the sheath. After removal, the physician noted that balloon had not been fully deflated.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual examination of the balloon revealed a detached blade and pad. A section of the pad remained on the balloon at the proximal end. All remaining blades were present and fully bonded to the balloon surface. The device was attached to an inflation unit. Positive pressure was applied. No leak was noted. The balloon was inflated to its rated burst pressure of 10 atm. The balloon inflated and deflated with no issues. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty a blade detached from the balloon. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous 5 mm shunt. After the procedure was complete, the 2.00 mm / 5.00 cm / 50 cm peripheral cutting balloon otw was removed through a non-bsc sheath and blade detachment was noted. The detached blade was located in the proximal end of the non-bsc sheath. The procedure was completed with this device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4).